Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 589mg/dl while wearing the pod between 36 and 48 hours. It was reported that the adhesive got loose which caused the cannula to dislodge. The patient was treated with insulin drip. The patient was released three days later. The pod was worn when seeking medical attention.